Event description:
During emergent intubation of an infant upon birth via c-section, the physicians experienced extreme difficulty using the disposable laryngoscope with led light. The patient was resuscitated appropriately but due to difficulties using the laryngoscope, the patient was not intubated until 11 minutes of life. Similar events were also reported in other patients as well. The very experienced providers report concerns with viewing the anatomic landmarks and the glare of the light off secretions also complicated the intubation process. The size and shape of the blade connection into the handle and handle are also of concern - larger than other disposable products. Concerns raised with delays associated with potential delays in intubating infants with this laryngoscope.